Event description:
It was reported during a lead revision, the replacement lead migrated up several levels. The physician pulled the lead down and locked it with a swift lock anchor. Effective coverage was achieved postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.